Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he was on vacation in thailand when his adc freestyle libre sensor provided him with unspecified "inaccurate readings" that resulted in him being hospitalized. No further information was provided by the customer as he declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported he was on vacation in thailand when his adc freestyle libre sensor provided him with unspecified "inaccurate readings" that resulted in him being hospitalized. No further information was provided by the customer as he declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned, and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The DHR (device history review) for all libre sensors and libre sensor kits within expiration at the time of complaint were reviewed and showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that the libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was performed for the reported complaint and libre sensors and there were no confirmed complaints within the trend data in this review. Therefore, no further action required per tracking and trending review. There were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.